Event description:
Doctor initially reported a broken bite. (B)(6) 2015 doctor reports he was performing a colposcopy / cervical biopsy. Device jaws locked when taking biopsy, and he had to use an additional instrument to free the biopsy forcep from the cervical tissue. No part of the device broke off in the patient. No harm done. Doctor uses mosel solution routinely to solidify the clot at the biopsy site. No special measures necessary.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.